Manufacturer narrative:
(B)(4). Concomitant medical products: ml-hd mod calc prox 34b, part 108112, lot 940540; 36mm cocr mod hd std, part 11-363662, lot 096120; m/h 3hole rlc shl nrs 58mm/l25, part 13-104158, lot 081530; arcomxl 36mm rlc lnr hw sz25, part xl-105915, lot 054370; cocr cable sleeve 2.0mm, part 120005, lot 107130; cocr cable sleeve 2.0mm, part 120005, lot 777870; cocr troch cable 2.0mmx750mm, part 120002, lot 857330; cocr troch cable 2.0mmx750mm, part 120002, lot 107110. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06925-1, 0001825034-2018-06942-1, 0001825034-2018-06932-1 , 0001825034-2018-06940-1, 0001825034-2018-08983, 0001825034-2018-08984, 0001825034-2018-08985, 0001825034-2018-08986, 0001825034-2018-08987, 0001825034-2018-08988, 0001825034-2018-08989, 0001825034-2018-08991, 0001825034-2018-08992. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported a patient underwent initial right total hip arthroplasty approximately 11 years ago. The patient expired due to gastrointestinal hemorrhage approximately 4 months post implantation. No further information concerning the timeline of events between hip arthroplasty and patient death has been provided. Attempts were made to obtain additional information; however, none is available.